Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on valve and opening on posterior. Leak test and microscopic analysis was performed which identified: striated opening on posterior, puncture opening on posterior and crack opening on valve. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. A punctured assessed as surgical damage like. A cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.